Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 2700 aortic valve was explanted after an implant duration of 9 years, 11 months due to unknown reason. The explanted device was replaced with a 23mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and later through medical records that a 23mm 2700 aortic valve was explanted after an implant duration of 9 years, 11 months due to endocarditis. The patient presented with malaise, fevers, and shortness of breath with exertion. The explanted device was replaced with a 23mm 11500a aortic valve. The patient was in recovery post procedure. Per medical records, the patient presented with chronic cough, malaise, fevers, and shortness of breath with exertion. The patient was found to have critical aortic stenosis with bacteremia and evidence of acute on chronic left ventricular diastolic heart failure. The patient underwent treatment of antibiotics. A re-do aortic valve replacement was performed with a 23mm 11500a inspiris valve along with debridement and repair of aortic annular abscess utilizing bovine pericardia! Patch. The valve seated successfully with no procedural complications. The patient was transferred to the ICU post procedure. The pathology report confirmed findings of endocarditis.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.